Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed and invalid cubie memory. A field service engineer (fse) confirmed with the customer that the issue had been resolved, as a customer was able to eject the affected cubies and reload them. Fse arrived onsite and inspected half-height cubie drawer 2.1, with no active errors or drawer failures observed at the time of service. Power and pyxis bus communication connections were checked, and all drawer connections were reseated as a preventive corrective action. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 chcks3e multiple cubies failed with errors indicated invalid cubie memory and unrecoverable. The affected drawer contained several pain management medications for the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.